Manufacturer narrative:
H6, medical device problem code updated. H3, h6: the reported device was received for evaluation. A visual evaluation showed the tip of the distal anchor was not returned. It has been broken off, at the inner threads. The bottom half is inside the insertion tool. The proximal anchor was not returned. The distal plug is still in place but has been deformed at it's tip. There is debris in the insertion tool. Based on the condition of the product material found during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a rm-suture procedure the healicoil anchor was delivered without an anchor tip. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported. Results of investigation found it has been broken off, at the inner threads.